Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata valve on (B)(6) 2015. According to the report, the patient developed an infection after the surgery. It was reported that the valve was explanted on (B)(6) 2015. It was also reported that there was no injury to the patient and the patient¿s current status is normal.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux and pre-implantation testing and pressure-flow testing at 0 cm hp (hydrostatic pressure). It did not meet the requirements for pressure flow testing at -50 cm hp. There was a large amount of proteinaceous debris observed in the interior and exterior of the valve. It also did not meet the requirements for leak testing due to a tear in the top of the dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).